Manufacturer narrative:
Evidence of wear and deformation were noted. It is possible that this wear or deformation might have occurred due to dislocation or subluxation of the head or from stem impingement. The taperloc porous lateralized stem fractured at the trunnion, apparently due to bending fatigue.

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2009. Revision was performed on (B)(6) 2011 due to fracture of the taper on the femoral stem component. The femoral stem was removed and replaced. It was noted that the cup and stem were well fixed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight". The user facility is outside of the united states. No medwatch report was received. Device availability - device has not been received by manufacturer to date. Should the device be received, evaluation will be completed and a follow up report will be sent to the FDA.

Manufacturer narrative:
Reported event confirmed by visual and photographic inspection.